Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 22, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter read inaccurately high. The patient tests her blood glucose twice a day. She manages her diabetes with self-adjusted insulin. The patient indicated that the alleged meter issue started on two days earlier, at an unspecified time. The patient reported a meter result of "519 mg/dl." After testing with the meter, the patient administered self-care by taking an increased dose of diabetes medication. The patient took 15 units of novolog insulin. An unknown time later, the patient developed symptoms of a "cold sweat." During the time of concern, the patient tested on her uncle's meter and got a result of "400 mg/dl." It is not known what date/time the patient tested on her uncle's meter. The patient denied receiving medical treatment from a health care provider. It would have been helpful to know the following information: what dates/times the reported blood glucose results were obtained, what date/time the insulin was taken, and what date/time the symptoms developed. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed and if the patient tested her blood glucose when she was symptomatic. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after taking an increased dose of insulin and obtaining the alleged high result.